Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to the customer: "date: 8th july. Therapy started: 1119 hours; ended 1259 hours. Medication: carboplatin. Route: IV. Rate: 310 ml/hr. Time: 1hr and 10 mins. IV carboplatin started at 1119 hours. 1st kvo 1230 hrs: nurse discovered there were min volume remained in the bag not completed, she decided to top another 100 mls under vtbi. 2nd 1250 hrs: 20 ml vtbi was topped up. 3rd 1254 hrs: 1000 ml vtbi topped up. 5 mins later, infusion completed bag was empty and air bubbles alarm occurred at 1259 hrs (1000 ml was not the actual volume of the bag, rn key in. Patient condition remained unchanged, stable. No complication. Patient went home after treatment completed in outpatient cancer centre."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The pump switched on and a space line was inserted. The infusion was started with a rate of 310ml/h and a time of 1 hour and 10 minutes. 5 minutes later the infusion stopped with an air alarm. The infusion started again and 1 hour and 5 minutes later the vtbi (volume to be infused) was done. No other abnormalities were found. The complaint could not be confirmed. No abnormalities were found in the device alarm. The reason for the air alarm could not be clarified.